Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to power supply component failure. It was also noted that the cooling fan was noisy. The programmer could not power on. No paper was in the printer. The lower left and right hinges were worn ad could not support display. The left and right keyboard hinges were broken. The radiofrequency head magnet was broken. The light emitting diode window of the radiofrequency head was cracked, the cable was twisted but functional and the anti slip layer was missing. The display was very dim but functional. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.